Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an fentanyl. It was reported that the device would stop and won't connect; the patient couldn't get their bolus. During the call the patient was able to retrieve the pump settings but was getting stuck at 90%. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag and was able to get bolus with 2 left boluses.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.